Manufacturer narrative:
Executive summary of initial MDR indicates: the customer contacted stryker to report that their device unexpectedly lost power and that ECG leads are not reading properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device unexpectedly lost power and that ECG leads are not reading properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event. Section h6 health impact code grid of initial MDR indicates: no health consequences or impact. Section h6 health impact code grid of initial MDR should indicate: no patient involvement.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and that ECG leads are not reading properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and that ECG leads are not reading properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue of unexpected shutdown of the device. The cause was determined to be due to the loose battery 2. The ECG issue was not verified and the technician noted that it might have been from skin prep and ECG application to the patient. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power and that ECG leads are not reading properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.